Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the coronary artery. A 3.00 x 12 synergy ii drug-eluting stent was deployed to treat the lesion. When the stent was viewed under x-ray, the stent was well apposed and fully expanded, but foreshortening of the stent was noted. Another stent was implanted to cover the untreated vessel and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: it was reported that the stent was deployed, however, a stent delivery system (sds) and stent were received for analysis. Additional information has been requested. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The measurement record of the crimped stent is within specified limits. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be user preference issue as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4)

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the coronary artery. A 3.00 x 12 synergy ii drug-eluting stent was deployed to treat the lesion. When the stent was viewed under x-ray, the stent was well apposed and fully expanded, but foreshortening of the stent was noted. Another stent was implanted to cover the untreated vessel and the procedure was completed. No patient complications were reported.